Event description:
It was reported that when the external pulse generator (epg) was connected to a patient using a patient cable, pacing failure was found. The cable was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable had a fracture. (B)(4).